Event description:
It was reported that the customer stated one day after starting to use, confirmed cuff could not inflate. It was reported it was tested prior to use and that the patient was re intubated.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.